Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was unable to vibrate during the self test due to a broken vibrator wire. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the insulin pump had an unresponsive keypad and that the vibrate setting stopped working. The blood glucose reading was 146 mg/dl. The customer stated that she had not received insulin for about 8 hours and no alarms occurred. She noted that the act button was not working as it should. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.